Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a complication post transcatheter aortic valve replacement procedure, the physician damaged the right atrial (ra) and right ventricular (rv) leads. The implantable pulse generator (ipg) and leads were inactivated and replaced. No patient complications have been reported as a result of this event.